Event description:
Complainant alleged that during incoming inspection of the product, the device caused the defibrillator to display an "elect pads off" message. The complainant indicated that there was no pt involvement in the reported failure.